Event description:
The us complainant had impella 5.5 support ongoing. The 5.5 was seen to have a purge leak from the pc. The leak was seen on day 10 of the support. The pc was replaced and the 5.5 continued to support the patient without harm or injury. Additionally, there was high purge pressure observed. The purge system was blocked with alarm and bicarb was running.

Manufacturer narrative:
The investigation into the reported event has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Data log data was reviewed and there were many purge pressure alarms, purge system blocked alarm, purge flow alarms that occurred. The cause of the issue was not determined since product was not returned for analysis. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿